Event description:
Cabana clinical study. It was reported that during a carotid artery stent procedure, a retrieval difficulty occurred. The target lesion was located in the ostium of the right internal carotid artery with 85% stenosis and was 13 mm long with a 7.5 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post dilatation, residual stenosis was 5%. During post stent angioplasty, the site reported that they were unable to retract the filterwire ez and a second sheath was used. No additional information is available at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).